Manufacturer narrative:
Carefusion complaint (B)(4). Results of investigation: the device was evaluated by the failure analysis technician and the reported issue was duplicated. The start/stop button does not toggle with changes to the input on pin 3. The reported issue was resolved and addressed during an internal investigation. (B)(4).

Event description:
The customer stated that the ventilator's start/stop button is not working correctly. The unit will start but when the customer attempts to stop the vent utilizing the stop/start button, it will not stop. Every once in a while the customer is able to get the vent to stop, but a majority of the time it will not. It was unknown at this time if there was patient involvement or reported harm.